Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a new software release detected alarm and was able to clear. Customer also received a battery out limit alarm. While clearing alarm, customer reported that the six serial number status screen did not match the serial number at the back of the insulin pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected error or battery out limit alarms were noted during testing. The pump passed the displacement, off no power and self tests. The operating currents were within specification. Unable to download the pump using carelink due to moisture damage on all electronic assemblies. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.